Event description:
It was reported that after the pocket was closed, a chest x-ray revealed dislodgement of the right ventricular lead. Repositioning was performed but impedance was greater than 2000 ohms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.